Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to high-rate non-sustained tachycardia episodes and a high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.